Event description:
A patient reported experincing inaccurate low results with an otp meter. The patient's blood glucose results were 124 mg/dl vs. 81 lab. Test were done within 10 minutes with a difference of 43%. Patient did not experience any adverse events. No further information has been reported.